Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device was not returned for evaluation; however medical images and video have been received for evaluation. The investigation confirmed for deformation. A definitive root cause could not be determined. The device is labeled for single use. H10: g4,h6(device: 2976). H11: g1,h6(method, result & conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model avsm07040 vascular covered stent allegedly experienced an activation failure including expansion failure. This information was received from one source. The malfunction involved one patient with no patient consequences. The age, weight, and gender of the patient were not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical images have been received for evaluation. The investigation identified (B)(4). Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model avsm07040 vascular covered stent allegedly experienced an activation failure including expansion failure. This information was received from one source. The malfunction involved one patient with no patient consequences. The age, weight, and gender of the patient were not provided.